Event description:
The hcp reported the pump was explanted due to "non-healing wound - possible infection." It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.